Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. (B)(4).

Event description:
Clinic reported a patient who is experiencing intermittent bilateral axillary inflammation ~10.5 months post miradry treatment. Corticosteroids were prescribed. The symptoms improved temporarily but did not resolve. The affected areas were drained which contained serous fluid. Culture results were negative. Clinic was treating the symptoms as hidradenitis suppurativa.